Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: launcher jl3.5. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal left anterior descending coronary artery that had moderate tortuosity, heavy calcification and was 99% stenosed. The 2.5 x 12 mm nc traveler rx balloon dilatation catheter was advanced, with resistance, to the target lesion for pre-dilatation. Upon the first inflation, the balloon ruptured at 8 atmospheres for 10 seconds and resistance was met during removal. The device was replaced with another nc traveler and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.